Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing zero units when more than 150 units were anticipated on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed to call back for further troubleshooting if the issue recurs. An email with resources for loading cartridges was requested and acknowledged by the caller.